Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer clarifying that on program 1 they felt stimulation on the left hip at 1.0, which was not a good position, on program 2 they didn't remember where they felt it and it wasn't in their notes, and on program 3 at 2.4 it was painful in the vaginal area. The patient noted that the pain got progressively worse in the week previous to (B)(6) and on the (B)(6) when the cna raised their leg higher than usual to put on a compression sock it definitely caused a painful positional change in the vaginal area. The patient reported they changed to program 4 at 1.5, where they were currently set to, in order to lengthen the time between bladder visits as they were having too many bladder accidents. The patient noted an appointment on (B)(6) to review their device options for overactive bladder in the urology office. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s adjustment/stimulation was not working anymore suddenly in the past week. Syncing with the programmer showed the stimulation was on and the caller was able to make adjustments. During the call, the patient¿s spouse tried the different programs and when they adjusted the setting to determine where the patient felt stimulation, the patient stated they felt stimulation at their right hip by the ins site on programs 1 and 2. The caller switched to program 4 and the patient felt stimulation in the bike seat area. The caller adjusted the setting to a comfortable level and the patient was advised to monitor their symptom control. The patient was redirected to their healthcare provider if their symptom control doesn¿t improve for a reprogramming session. No further complications were reported.